Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) setscrew of the atrial lead port was too loose to secure the atrial lead. The ipg was not used and a replacement ipg was implanted. No patient complications have been reported as a result of this event.